Event description:
Boston scientific crm received information that during a follow up visit, the patient with this device experienced dizziness and tiredness. Interrogation revealed noise causing pacing inhibition greater than two seconds asystole. In addition, abnormal impedance measurements were reported. The issue could not be resolved with reprogramming. This device is included in the crystal timing component failure mode I advisory. Loss of pacing without warning is a symptom of this advisory. A replacement procedure will be performed in the near future and the device will be returned for analysis.

Manufacturer narrative:
This device was inspected upon receipt at boston scientific¿s post market quality assurance laboratory. A hole in the proximal seal plug was observed and testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. This is discussed in boston scientific's product performance report.